Event description:
Reporter alleged obtaining a blood glucose result of hi (greater than 600 mg/dl) on the aviva system however was not experiencing any hyperglycemic symptoms. Reporter stated that she retested within 5 minutes on the same system and obtained a result of 232 mg/dl. No actions were reported taken or treatment was received regarding the comparison. A request was made for the return of the suspect device and replacement product was sent.